Event description:
(B)(6) reported to (B)(6) medical center on (B)(6) 2014 for the implantation of a medtronic 5076 capsurefix novus pacemaker. At some point after that, a wire lead from the pacemaker became disconnected from the pacemaker unit and began to migrate through ms. (B)(6) abdomen, eventually causing kidney failure. The wire lead was discovered by (B)(6) hospital on (B)(6) 2015.